Event description:
The account alleged the pt cannot place a nurse call. No pt impact.

Manufacturer narrative:
The account found the communication cable is not connected. The account connected the communication cable to resolve the issue.